Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the generator was not ready. The supply board was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system was booting up and showing ¿error 11¿. This issue was noted outside of a procedure, and there was no patient involvement.